Event description:
It was reported that the pump battery was noted to be depleting quickly. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
No product returned for eval. Should new relevant info become available, a f/u supplemental report will be submitted.